Event description:
Additional information indicated that the cause of the out of range measurement was not determined. The device displayed a code 1004 and 1007 indicative of a shock lead shorted and a charge timeout. The device was re-programmed to monitor only. A device and lead revision was planned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no evidence of arcing on the casing. Real time x-ray noted that the plasma fuse was blown. Device memory confirmed the high voltage system fault for charge timeout and shock lead shorted.

Event description:
Additional information received indicating that the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited low out of range shock impedance measurement. This device and lead system remains in service. No adverse patient effects were reported.